Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a zmc surgery, the drill head broke off in patients skull. The bit was not able to be removed and remains implanted. Additionally, a plate was taken out and positions were changed to add new screws. A screw head broke off during the surgery as well. The screw thread was left in the skull. There were no delays and there is no further information available.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, following possible root causes were defined: incorrectly selected/ assembled implant/ instrument; insufficient/too high bone quality; wrong/ missing information; reuse of single-use devices; too much/ wrong compression/ torsional/ axial forces; wrong rotational speed, unintended loads; bone quality resulting in high torque; improper blade disengaging; collision with other implant or instrument; predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
It was reported that during a zmc surgery, the drill head broke off in patients skull. The bit was not able to be removed and remains implanted. Additionally, a plate was taken out and positions were changed to add new screws. A screw head broke off during the surgery as well. The screw thread was left in the skull. There were no delays and there is no further information available.